Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic mini gastric bypass, while making sleeve of the stomach, the reload did not fire and repeated attempt to make it work extended the surgery by more than 30 minutes. The surgeon was able to press the green button and squeeze the handle. A new reload was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic mini gastric bypass, while making sleeve of the stomach, the reload did not fire and repeated attempt to make it work extended the surgery by more than 30 minutes. A new reload was used to complete the procedure. There was no patient injury.